Manufacturer narrative:
Goertz l, hohenstatt s, vollherbst df, et al. Recoat study - retrospective evaluation of surface-modified and coated flow diverters for the treatment of unruptured intracranial aneurysms. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology. January 2026:1-10. Doi:10.1007/s00234-025-03873-x a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Goertz l, hohenstatt s, vollherbst df, et al. Recoat study - retrospective evaluation of surface-modified and coated flow diverters for the treatment of unruptured intracranial aneurysms. Neuroradiology: a journal dedicated to neuroimaging and interventional neuroradiology. January 2026:1-10. Doi:10.1007/s00234-025-03873-x literature was reviewed regarding the recoat study ¿ a retrospective evaluation of surface-modified and coated flow diverters for the treatment of unruptured intracranial aneurysms. The time frame of this study was february 2016 through september 2023. The final study cohort included 511 patients (mean age: 56.8 years, 77.7% female) treated for 545 aneurysms in 515 procedures. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline vantage embolization device (pved) and pipeline flex with shield technology embolization device (ped shield), phenom 21 and 27 catheters, and rebar 18 and 27 catheters. Pved in 94 cases and ped shield was used in 26 cases. The catheters were used in various combinations deaths occurred in the study population. -the causes of death were brain stem infarction with cerebellar herniation following flow diverter occlusion (1 death), an intracranial hemorrhage of unknown origin presenting 1 day after a non-medtronic stent implantation, probably dapt-related (mrs 6), spontaneous rupture of an incompletely thrombosed aneurysm seven months after treatment (1 death). The occlusion occurred on day 2 after ped shield treatment of a basilar head aneurysm on dapt with good antiplatelet response with unknown cause of occlusion. An mrs score of 6 wasalso indicated for a patient with pved. Among patient adverse events included: -the combined procedural morbidity and mortality rate was 11/515 including 2 deaths as described above. Morbidity was defined as an increase on the mrs scale with mrs > 2 at discharge -thromboembolic events occurred in 40 cases, including 9 major ischemic events, 20 minor ischemic events and 11 asymptomatic/technical events. Thromboembolic events occurred with pved in 7/94 procedures and ped shield in 1/26. The 29 ischemic events were of thromboembolic origin or perforator occlusion in 25 cases, 1 early fd occlusion, 1 transient ischemic attack, and 1 infarction after coiling of a perforated m2 branch. In the latter case, a non-medtronic stent was partially deployed in the m2 segment for the treatment of a large, complex ica aneurysm and carefully retracted into the m1 segment, causing an m2 perforation (mrs 4). The 11 asymptomatic thrombotic events consisting of in-stent apposition thrombus in 3 cases and embolic events with peripheral vessel occlusion in 8 cases. The thrombotic events were resolved medically (tirofiban, heparin or actilyse) alone in 10 cases and additional mechanical thrombectomy in 1. -hemorrhagic events occurred in 5 cases, of which 3 were symptomatic: the iatrogenic m2 perforation with a non-medtronic stent described above (mrs 4), an iatrogenic aneurysm perforation with the microwire prior to pved implantation (mrs 5), and an intracranial hemorrhage of unknown origin presenting 1 day after a non-medtronic stent implantation, probably dapt-related (mrs 6). Two asymptomatic hemorrhagic events included an aneurysm rupture and an extradural ica perforation, both caused by the deliverysystem of non-medtronic stents. -extracranial symptomatic complications included groin or retroperitoneal hematoma in 8 and contrast-induced encephalopathy in 2 -further technical complications included vasospasms in 6 (5 non-medtronic stents, 1 pved) and arterial wall dissections in 2 (non-m edtronic stents). -at 12 months, the complete and adequate occlusion rates increased to 64/92 and 78/92, respectively. Five patients were retreated between 1 and 32 months after initial treatment, 3 after non-medtronic stent implantation, 1 after ped shield and 1 after pved. Retreatment consisted of overlapping fd implantation in 3 cases, coiling through the interstices of a non-medtronic stent in 1 case, and coil occlusion of the contralateral v4 to reduce inflow into an endoleak after treatment of a basilar artery aneurysm with a non-medtronic stent -among the patients who were followed, delayed symptomatic complications occurred in 4 cases. Focal infarction occurred in two patients treated with non-medtronic stents, four months after stopping clopidogrel (each mrs 1). A patient with a pcom aneurysm, who was treated with a non-medtronic stent, developed a non-ischemic cerebral enhancing (nice) lesion one month after treatment (mrs 1). The lesion regressed under cortisone therapy. Technical issues include the following: balloon angioplasty and additional stent implantation were selectively used to improve wall apposition and counteract fd deformity such as fish mouthing. Additional stent implantation was noted in 5 cases (2 pved, 3 non-medtronic stents) to counteract fd deformity. No further information was provided pertaining to medtronic products.